Event description:
Unit was explanted due to report of telemetered impedance measured greater than 2000 ohms. No further injury or complications associated with the event. The device exceeded its published projected longevity.